Event description:
It was reported that during a stenting treatment procedure, stent damage was identified. The lesion being treated was located in the mid to distal left anterior descending artery. The physician advanced an unspecified guide wire to the target lesion. Upon unpacking a 32 x 2.50mm taxus liberte stent delivery system it was observed that the stent struts were "open". The device did not enter the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified stent damage. The stent was raised and misaligned at various points in the middle of the stent. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage was identified. The lesion being treated was located in the mid to distal left anterior descending artery. The physician advanced an unspecified guide wire to the target lesion. Upon unpacking a 32 x 2.50mm taxus liberte stent delivery system it was observed that the stent struts were "open". The device did not enter the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).